Event description:
Revision surgery to remove disc replacement devices and replace.

Manufacturer narrative:
(B)(4). Second device info: part number: mb3595, lot number: 5233456, expiration date: 09/01/2019, approx. Age: 6 months. Incorrect initial placement of the devices, off medial lateral center; removed and replaced. Devices sent to external lab for analysis per protocol.